Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, the guide separated from the guide tube. Patient was transported to another hospital to remove the separated guide. The method used to achieve hemostasis was not provided. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: this was a diagnostic cardiac angiogram procedure. Prior to the proglide with the separated sheath, a first proglide device was used however it failed to achieve hemostasis. Manual compression was used to achieve hemostasis. User facility medwatch (mw5167584) report received that states: [on (B)(6) 2025, an adventist health sonora inpatient came to the cath lab for a left heart catheterization and the right groin/femoral artery was accessed. At the end of the procedure, the patient was restless and agitated, moving on the table. While attempting to seal the right femoral artery access, a plastic portion of the perclose proglide instrument broke off inside right femoral artery and the cardiologist was unable to retrieve the foreign body. The patient was transferred to ICU (intensive care unit) post procedure for care until the patient was transferred to (B)(6) to have a vascular surgeon remove the foreign body. On (B)(6) 2025, the cath lab lead rn contacted the abbott perclose proglide representative to notify of the company of the product failure. The representative asked if the product had broken off in the patient, and when the cath lab lead rn confirmed the retained foreign object, the representative stated that this sometimes happens. When the representative was further queried as to why adventist health sonora had not been notified of this default, the response from the representative was that she tried to meet with the cardiologist last year to in-service the cardiologist about the product; however, the cardiologist was too busy to meet with her.] No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported detachment could not be determined. Factors that may contribute to guide break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The guide detachment likely contributed to the entrapment of the device. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation changed to no. E1n correction: initial reporter: updated. E4 correction: initial report sent to FDA updated from no to yes. G2 correction: report source updated to user facility. G3 correction: alert date: 2/17/2025 was changed to 2/14/2025. The additional device referenced in b5 is filed under a separate medwatch number. Attachment: medwatch report.